Event description:
The user received a questionable hcg (human chorionic gonadotropin) result for one patient sample from the cobas e601 analyzer. The initial result was 11.66 miu/ml with a data flag and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with a result of >10,000 miu/ml with a data flag. Automatic repeat testing with a 1:100 dilution generated a result of 143,126 miu/ml with a data flag. The patient was not treated based on the erroneous initial result. The hcg reagent lot number was 15739702. The field service representative could not find a cause and flushed the sample probe as a precautionary measure. To verify the analyzer operation, he ran performance testing and the user ran precision testing, calibration and quality control with passing results.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was getting a check supply line alarm during refilling the heater in dwell 5 of 5. The hp stated the blue clamp bag had dropped and came undone. The technical service representative (tsr) asked the hp to press stop then assisted the hp to end therapy. The hp would finish with manual supplies later. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated the bag fell off the table it was placed on. The hp did not know why the bag fell. The hp stated he did not notice any visible damage or abnormalities with the bag or cassette that was in use. The hp stated he discarded the sample and did not know the lot number. The hp drained with manual supplies and was able resume therapy successfully with new supplies the following day. There was no patient injury or medical intervention reported.

Manufacturer narrative:
A root cause could not be determined based on the information provided for investigation. The instrument and calibration did not indicate a general assay or instrument problem. The customer has not had additional issues. The patient was not treated based on the low result.